Manufacturer narrative:
Analysis of the 8780 catheter revealed a user related hole in the catheter body. The catheter was received in 3 segments. Pressure testing revealed a leak in segment 1 in an area about 15cm from the sutureless connector. Under microscope inspection, what appeared to be melting a hole was found in this area. The damage penetrated deep enough to the inner lumen. It was unknown if the damage occurred during implant or explant; however, the damage was not related to the manufacture of the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 404 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient had a cerebrospinal fluid (csf) leak at the spinal incision. There was a lot of fluid at the spinal incision leaking. X-rays were performed and confirmed the tip of catheter was at t4. Both pockets were opened as an intervention. The catheter was removed completely and the fascia was sutured at the suspected leak site. A new catheter was implanted. Csf flow was noted at all points during the procedure. A dye study was done to confirm intrathecal placement. The issue had been resolved at the time of this report. The patient status at the time of this report was "alive - no injury." T was further reported the patient had an a symptomatic csf fistula without infection. The cause of the csf leak was not determined. The catheter had been manipulated 2 weeks prior for wound revision without obvious disruption to the catheter. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.